Manufacturer narrative:
The actual device used during the case was returned and evaluated. Visual examination of the aspiration catheter shows damage to the distal end. The full length of the over sleeve is torn and the wire lumen is separated from the aspiration catheter shaft but still on the guide wire. There are also visual signs of stretching and wrinkling on the proximal end of the lumen tube and damage to the tip of the guide catheter indicating wire management issues resulting in the damage seen on the aspiration catheter. A review of the device history record did not detect any deficiencies on the manufacturing process. The event has been confirmed for damage to the lumen of the aspiration catheter.

Event description:
It has been reported to us that during the procedure, the wire lumen of the aspiration catheter separated from the shaft and remains on the guide wire. The physician inserted the aspiration catheter through the guide catheter into the pt's vessel. The physician experienced wire management issues when trying to remove the aspiration catheter. The physician decided to remove all the devices together from the pt. Once the devices were removed from the pt, the wire lumen of the aspiration catheter separated from the shaft and remains on the guide wire. The pt is reported to be fine.